Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Cartridge. One ec60a device was returned in good visual conditions and with the jaws closed and tissue inside. The red knife reverse switch was slid down and a reverse stroke, trigger to trigger to handle, was performed in order to return the knife to the home position and the device to open. A white cartridge was received partially fired and with cartridge deck damaged. After further inspection of the tissue, a hard object was found within it. The damage to the cartridge deck is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. Hard objects also increase the friction within the device making the mechanism harder to operate and respond. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was tested for functionality in the straight and articulated positions with test cartridge reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a radical cystectomy and ilealconduit urinary diversion with a pelvic lymph node dissection procedure, the surgeon fired the device and after the second firing they could not open the device due to it was stuck on tissue. They cut the device out of the patient and using a ligasure device they completed the procedure. There was no patient consequence reported.